Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and after assistance, the customer successfully reset the pump. The issue did not recur, and the customer was advised to continue using the pump while monitoring for any future malfunctions.